Manufacturer narrative:
Additional information: b5, f10/h6: component codes (update code), h4, h6 (update codes), h11. B5: upon additional information, the leak was "at a point where the tubing does not disconnect". H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked near the screw on connection. This was observed during use. The device was removed and replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.